Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacturer's lead displayed noise. Technical services suspected the device's respiratory rate trend (rrt) feature was oversensing due to a lead issue. There were no adverse patient effects. The device remains in service.